Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during the DHR review. The device was returned for analysis and has been evaluated. The event history log review displayed "check clutch/plunger level error". Visual and functional tests were performed. The returned device was chipped and cracked located at the top case. The bottom case had seal damage. The left plunger case had a broken screw boss. The customer's reported problem could not be verified after multiple flow and occlusion tests. The device passed both functional and delivery tests. No actions were taken for the primary concern reported; however, the clutch half's left and right with leadscrew and spring were replaced. The root cause of the reported complaint is unknown.

Event description:
It was reported the device had a check clutch/plunger lever. No patient injury reported.